Manufacturer narrative:
(B)(4). Report source: netherlands. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately nine years post implantation due to loosening cup. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies related to the reported event were found. Review of the available medical records identified no pain, normal gait, equal leg length and no complication noted prior to the revision. Patient revised due to cup loosening. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.